Manufacturer narrative:
The device referenced in this report was sent off to an off-site microbiology laboratory for microbiologic sampling prior to olympus performing a quality inspection. Olympus cannot conclusively determine the cause of the user's report at this time. This report will be updated following completion of microbial testing and physical evaluation of the device. This report is being submitted as an MDR in an abundance of caution.

Event description:
The user facility initially reported that this device had been used in three patients which had developed infections. Facility staff later provided conflicting data and denied that there had been any infection associated with this device, rather than the unit had only been returned for prophylactic examination of the channels.